Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device eval. When and if the device becomes available and is returned and evaluated, the manufacturer will file a f/u report detailing the results of the eval.

Event description:
The user facility reported that upon removal of the device from use, the user pulled on the tube extension, which caused the safety mechanism to become detached from the catheter and the user sustained a needle-stick. The clinician is believed to be receiving treatment consistent with the facility's internal protocol for blood exposure. No permanent adverse effects to the clinician have been reported. There was no pt injury reported.